Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from the patient's right eye, as the patient was experiencing halos and glare and was dissatisfied. Further, it was reported that the patient thought the implant was failing or was defective to begin with. The lens was replaced with a model za9003 lens and the patient was fine post op. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and the lens was contaminated, dust particles were present. This was expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 3-piece lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens was cleaned using 2% liquinox, purified water and a swab. After cleaning the lens was visual inspected again using 12x magnification by a qualified final inspection operator. No anomalies were found. The reported complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. There is no complaint related test. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data showed the lens was within specification in terms of optical power. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.